Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer called to request a new softclix device because it stopped working and the lancet protruded from the end cap. Customer took it apart to try and correct it but could not reassemble it. She stated prior to disassembling the device, she tried to perform a fingerstick and the release button would not release but she noticed the lancet protruding from the end cap. She thinks the lancet was seated properly. No adverse event alleged. A request was made for the return of the device. Lot not provided.